Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. 1156t/86, (B)(4).

Event description:
It was reported that the patient expired and the cause of death was unknown. There is no allegation from a healthcare professional that the death was device related.